Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the tubing. Customer¿s blood glucose level was 500 mg/dl. Manual insulin injections were administered to address elevated bg level. Customer primed the tubing to address the issue.